Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she hooked up on the sensor and was having low blood glucose. Customer stated that the sensor is not warning her before she gets low. Customer had a low blood glucose level of 41 mg/dl. Customer stated that it did not alert her until about 20 minutes after. Customer had differences between sensor glucose and blood glucose readings. Customer treated the low blood glucose with candy. Customer normally treats with sugar pills but she was out at work. After troubleshooting, it was discovered that the predictive alerts were turned off.